Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and missing the end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose reading was 170 mg/dl. The customer took out and put the battery back in, but it did not resolve issue. It was stated that the customer heard a couple of beeps hours before the alarm. The customer stated that there was a crack above the up arrow key. There were no significant events prior to the physical damage. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.